Event description:
A critical lesion in the saphenous vein graft to rca was discovered. The tx was placement of intracoronary stent delivered via filter wire. Post stent deployment, there was no reflow in the graft and pt had st elevation. Another proximal lesion looked suspicious so another vision stent was implanted proximally. Again, no reflow despite the stented segment's appearance to be widely patent. It was felt thrombus in the distal filter wire basket was impeding flow so, with difficulty, the filter wire was removed. It appeared that upon removal, the two stents had been dragged back and were tangled in the proximal portion of the vein graft.